Event description:
Customer reported that plastic around the usb port of the pump was broken. There was no information provided regarding the customer's blood glucose level. The pump has not yet been received despite several attempts, and further checks will be conducted upon its return. No additional information was received regarding the outcome of the event.